Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03373. The pt rec'd 2 scs leads with the same lot number. It was reported the pt is experiencing new pain around her scs ipg pocket site. It was also reported the pt is no longer receiving effective stimulation. The pt reportedly attributes the new pain to her scs system and subsequently requested the explant of her scs system.